Event description:
Reportedly after the 2nd instillation, this pt came in with report of a blotchy type rash in the thigh and arm area. Dr perscribed benadryl and the pt is fine. He thinks it could be related to the oral dose of elmiron, which is another cystitis drug that the pt was taking at the same time. He mixed the dmso with sodium medrol for instillation, and has never had a report like this before.